Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the taper in the catheter is missing; same width all the way to patient. Same way insertion as usual. Realized during insertion, that there is no taper in the catheter, same width up to the base. New catheter inserted as that tapering is important feature. No patient impact. Only longer insertion time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of no taper on the catheter tubing was unconfirmed because the product was within specification. The product returned for evaluation was one 4fr sl powerpicc catheter w/t-lock assembly. A gross visual and microscopic inspection were conducted on the returned unit, but the inspection was unremarkable. A cross-section of the catheter tubing was taken at the nose of the molded joint and at the 17cm depth marker. The catheter tubing outer diameter, inner diameter and wall thickness were measured at these locations. All dimensions were found to be within specification. Furthermore, the tubing outer diameter at the nose of the molded joint was larger than the tubing at the 17 cm depth marker, indicating that the outer diameter tapered down as the tubing progressed from the proximal end to the distal end. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the taper in the catheter is missing; same width all the way to patient. Same way insertion as usual. Realized during insertion, that there is no taper in the catheter, same width up to the base. New catheter inserted as that tapering is important feature. No patient impact. Only longer insertion time. No other information was provided.